Event description:
The customer performed control tests and received results of 23 and 23 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement product was sent to the customer.